Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg becomes warm during charging. The patient stated his ipg becomes warm enough that he has to stop charging his ipg after 30 minutes. Surgical intervention is planned for a later date to address the issue.